Event description:
The reporter indicated that the patient was admitted and discharged from the pediatric intensive care unit following an event with sepsis secondary to a group-a streptococcus infection. Multisystem organ failure requiring inotropic medication was reported in association with the sepsis. Additionally, an abscess was surgically drained. The physician has noted the severity as "moderate" and the relationship to implantation as "not related". The physician noted, the relationship to stimulation is "probable." Additional information received from the physician indicated that during the patient's hospitalization, the patient was "started on phenobarbitone in picu. Had loading of phenytoin and phenobarbitone to gain control of seizures. Was also on midazolam infusion. Required inotropic support and midazolam infusion in picu. Good faith attempts are being made.

Manufacturer narrative:
Analysis of labeling performed. Device manufacturing records for the generator and lead were reviewed. Review of manufacturing records confirmed sterilization for the generator and lead prior to distribution.